Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2014 to the bilateral upper abdomen, mid abdomen, and lower abdomen using the coolcore applicator. On (B)(6) 2014 the patient was treated to the left flank using the coolcurve applicator and to the left lower and upper back using the coolcore applicator. On (B)(6) 2014 the patient was treated to the right flank using the coolcurve applicator and on the right upper and lower back using the coolcore applicator. On (B)(6) 2014 the patient was treated to the bilateral upper abdomen with the coolcore applicator and to the lower abdomen using the coolmax applicator. On (B)(6) 2015 the patient was treated to the lower abdomen using the coolmax applicator. On (B)(6) 2017 the patient diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the upper and lower abdomen. Pah was described as visibly larger and firmer.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2014 to the bilateral upper abdomen, mid abdomen, and lower abdomen using the coolcore applicator. On (B)(6) 2014 the patient was treated to the left flank using the coolcurve applicator and to the left lower and upper back using the coolcore applicator. On (B)(6) 2014 the patient was treated to the right flank using the coolcurve applicator and on the right upper and lower back using the coolcore applicator. On (B)(6) 2014 the patient was treated to the bilateral upper abdomen with the coolcore applicator and to the lower abdomen using the coolmax applicator. On (B)(6) 2015 the patient was treated to the lower abdomen using the coolmax applicator. On (B)(6) 2017 the patient diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the upper and lower abdomen. Pah was described as visibly larger and firmer.